Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical devices: part# 12-115120/cer bioloxd mod hd/ lot #2986075; part# 51-101150/ tprlc 133 fp type1 / lot# 6435515; part# 0087570560101/shell with cluster holes / lot # 64531227; part# 00625006520/ bone screw/ lot # 62991271; part# 00625006530/ bone screw/ lot # 64334859.

Event description:
It was reported that a patient underwent a left hip revision surgery 7 months post implantation due to dislocation. The head and liner were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.